Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: a review of the last basal delivery was on 04/28/2015 and the last bolus delivery was on 04/27/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and returned cartridge cap were used to complete testing. During testing, there were no errors, alarms or warnings that occurred during a 24 hour duration test. The pump passed the delivery accuracy test and delivered within required range and delivered accurately. The reported, ¿inaccurate delivery¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was not delivering appropriately and therefore, the patient had to bolus with a syringe. It was noted after bolusing with the pump, the patient reportedly experienced a blood glucose (bg) measurement of 2.8 mmol/l and felt unsteady when standing and walking and was confused. The patient reportedly did not require medical intervention. The patient denied making any changes to the regimen. Customer technical support (cts) reviewed the pump with the patient; there were no programming/settings issues found with the pump. There was no delivery issues noted with the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.